Event description:
Event description guidant received information that this implantable pulse generator (ipg) system was explanted as a result of the need to explant fractured leads at the location of the clavicle and first rib. After successfully implanting new leads on the opposite side, the existing ipm was noted to have an atrial anode set screw that was not tightened down. In attempt to connect the ipm to the new leads, you were unable to tighten the setscrew at all. It was reported that there were multiple attempts to insert the screw driver into the set screw which resulted in no set screw movement and the screw driver then became locked in place. A new device was implanted successfully with the new leads.